Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis as the device remains implanted. At this time it is unknown if the reported failure is related to procedural/user error or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient had no movement on the left side. Computed tomography angiography (cta) revealed thrombus in the stent. The patient was taken back to the or room, and the tcar site was reopened to place an additional stent. Movement on the left side returned. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.